Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, 2 months 17 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), alopecia ("hair loss") and chest pain ("pain, left side under my ribs"). The patient was treated with citalopram hydrobromide (celexa), ibuprofen, ferrous sulfate (ferrous sulphate) and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and chest pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, fungal infection, migraine, headache, fatigue and alopecia outcome was unknown. The reporter considered alopecia, chest pain, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully ultrasound breast - on (B)(6) 2013: right breast measures 1.2 cm. On (B)(6) 2013, patient underwent mammogram and breast ultrasound that showed the breast is heterogeneously dense (51% . 75% fibroglandular). This may lower the sensitivity of mammography. In the upper outer left breast there are two partially circumscribed partially obscured round hyperdense masses. In the retroareolar region of the left breast there is a well circumscribed hyperdense and round mass. Palpable markers noted overlying both of these groups of masses. Left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1.gcm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast findings: the breast is heterogeneously dense (51% - 75% fibroglandular). This may lower the sensitivity of mammography. In the central right breast there is a hyperdense round partially circumscribed partially obscured mass measuring approximately 1.3 cm, similar to last exam. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 em from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received: the case became incident. New reporters, patient demographic information, product indication, lot no, concomitant disease, treatment medication, new events menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, alopecia and musculoskeletal chest pain added. Outcome for the event pelvic pain and musculoskeletal chest pain added as recovering / resolving, event infection is replaced with fungal infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced libido decreased ("hormonal changes describe: decreased libido"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In 2015, the patient experienced headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), chest pain ("pain, left side under my ribs") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, iron preparations, and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and chest pain was resolving, the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine and headache had resolved and the menstrual disorder, fatigue, alopecia, depression, anxiety, abdominal pain, vaginal discharge and libido decreased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chest pain, depression, fatigue, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that the essure device was successfully. Ultrasound breast - on (B)(6) 2013: results: right breast measures 1.2 cm. Diagnostic results: on (B)(6) 2013, patient underwent mammogram and breast ultrasound that showed the breast is heterogeneously dense (51% . 75% fibroglandular). This may lower the sensitivity of mammography. In the upper outer left breast there are two partially circumscribed partially obscured round hyperdense masses. In the retroareolar region of the left breast there is a well circumscribed hyperdense and round mass. Palpable markers noted overlying both of these groups of masses. Left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1.gcm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast findings: the breast is heterogeneously dense (51% - 75% fibroglandular). This may lower the sensitivity of mammography. In the central right breast there is a hyperdense round partially circumscribed partially obscured mass measuring approximately 1.3 cm, similar to last exam. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 em from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event hormonal changes describe: decreased libido added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included omeprazole for gerd as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 16 days after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss") and chest pain ("pain, left side under my ribs"). The patient was treated with celecoxib (celexa), ferrous sulfate (ferrous sulphate), ibuprofen, iron preparations, nsaids, nystatin, paracetamol (acetaminophen), and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal discharge, headache and migraine had resolved, the menstrual disorder, iron deficiency anaemia, abdominal pain, fatigue, alopecia, depression, anxiety and libido decreased outcome was unknown and the chest pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, chest pain, depression, fatigue, headache, iron deficiency anaemia, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: confirmed that the essure device was successfully. Ultrasound breast: on (B)(6) 2013: left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1 cm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 cm from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In 2015, the patient experienced headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), chest pain ("pain, left side under my ribs") and abdominal pain ("abdominal pain"). The patient was treated with citalopram hydrobromide (celexa), ibuprofen, ferrous sulfate (ferrous sulphate) and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and chest pain was resolving, the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine and headache had resolved and the menstrual disorder, fatigue, alopecia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chest pain, depression, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully ultrasound breast - on (B)(6) 2013: right breast measures 1.2 cm. On (B)(6) 2013, patient underwent mammogram and breast ultrasound that showed the breast is heterogeneously dense (51% . 75% fibroglandular). This may lower the sensitivity of mammography. In the upper outer left breast there are two partially circumscribed partially obscured round hyperdense masses. In the retroareolar region of the left breast there is a well circumscribed hyperdense and round mass. Palpable markers noted overlying both of these groups of masses. Left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1.gcm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast findings: the breast is heterogeneously dense (51% - 75% fibroglandular). This may lower the sensitivity of mammography. In the central right breast there is a hyperdense round partially circumscribed partially obscured mass measuring approximately 1.3 cm, similar to last exam. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 em from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " depression, mental anguish, abdominal pain" are added. Outcome of events "abnormal bleeding vaginal, menorrhagia, infection, migraines, headache " are resolved. Patient information are added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * on (B)(6) 2013, patient underwent mammogram and breast ultrasound that showed the breast is heterogeneously dense (51% . 75% fibroglandular). This may lower the sensitivity of mammography. In the upper outer left breast there are two partially circumscribed partially obscured round hyperdense masses. In the retroareolar region of the left breast there is a well circumscribed hyperdense and round mass. Palpable markers noted overlying both of these groups of masses. Left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1.gcm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast findings: the breast is heterogeneously dense (51% - 75% fibroglandular). This may lower the sensitivity of mammography. In the central right breast there is a hyperdense round partially circumscribed partially obscured mass measuring approximately 1.3 cm, similar to last exam. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 em from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included omeprazole for gerd as well as ferrous sulfate (ferrous sulphate) from 2013 to 2017 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 16 days after insertion of essure. In august 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In june 2014, the patient experienced libido decreased ("hormonal changes describe: decreased libido"). In september 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), chest pain ("pain, left side under my ribs") and abdominal pain ("abdominal pain"). The patient was treated with celecoxib (celexa), ibuprofen, iron preparations, nsaids, nystatin, paracetamol (acetaminophen), and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and chest pain was resolving, the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine and headache had resolved and the menstrual disorder, fatigue, alopecia, depression, anxiety, abdominal pain, vaginal discharge, libido decreased and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, depression, fatigue, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that the essure device was successfully. Ultrasound breast - on (B)(6) 2013: results: right breast measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs received:reporter information and new event anemia was added. Concomitant and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In 2015, the patient experienced headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), chest pain ("pain, left side under my ribs") and abdominal pain ("abdominal pain"). The patient was treated with citalopram hydrobromide (celexa), ibuprofen, ferrous sulfate (ferrous sulphate) and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and chest pain was resolving, the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine and headache had resolved and the menstrual disorder, fatigue, alopecia, depression, anxiety, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chest pain, depression, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully. Ultrasound breast - on (B)(6) 2013: right breast measures 1.2 cm. On (B)(6) 2013, patient underwent mammogram and breast ultrasound that showed the breast is heterogeneously dense (51% . 75% fibroglandular). This may lower the sensitivity of mammography. In the upper outer left breast there are two partially circumscribed partially obscured round hyperdense masses. In the retroareolar region of the left breast there is a well circumscribed hyperdense and round mass. Palpable markers noted overlying both of these groups of masses. Left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1.gcm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast findings: the breast is heterogeneously dense (51% - 75% fibroglandular). This may lower the sensitivity of mammography. In the central right breast there is a hyperdense round partially circumscribed partially obscured mass measuring approximately 1.3 cm, similar to last exam. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 em from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 21-sep-2018: event "vaginal discharge" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, iron deficiency anemia, thyroiditis, fibroadenoma of breast, vaginal odor, libido decreased, panic attacks, shoulder pain and chest burning. Concomitant products included omeprazole for gerd as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 16 days after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced libido decreased ("decreased libido"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss") and chest pain ("pain, left side under my ribs"). The patient was treated with celecoxib (celexa), ferrous sulfate (ferrous sulphate), ibuprofen, iron preparations, nsaids, nystatin, paracetamol (acetaminophen), and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal discharge, headache and migraine had resolved, the menstrual disorder, iron deficiency anaemia, abdominal pain, fatigue, alopecia, depression, anxiety and libido decreased outcome was unknown and the chest pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, chest pain, depression, fatigue, headache, iron deficiency anaemia, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully. Ultrasound breast - on (B)(6) 2013: left breast ultrasound: focused ultrasound demonstrates two simple cysts in the upper outer quadrant of the left breast, at approximately 2:00 3-4 cm from the nipple. The larger cyst measures 1 cm and both correlate to the mammographic and palpable finding. At the subareolar region there is a 3.1 cm simple cyst, also corresponding to the mammographic and palpable finding. Right breast ultrasound: focused ultrasound of the right breast demonstrates a simple cyst at 6 o'clock 1 cm from the nipple at the site of the mammographic mass. This measures 1.2 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, fatigue, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Reporter information added. Event outcome were updated for events pelvic pain, vaginal discharge. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.